Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e1 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus rhino-laryngo videoscope due to the rubber on switches 1 and 4 peeling off. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the illumination lens had fallen off. This report is being submitted to capture the detached illumination lens noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the illumination lens had fallen off the device. Additionally, the unit had several other points of notable wear and tear. There were scratches present throughout the device. The bending angle was insufficient. The light guide bundle was discolored. The manufacturer¿s label was peeling. There was evidence of a loss of water tightness, and part of the insertion component was broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.